Event description:
I am a type 1 diabetic that uses the tandem tslim for insulin delivery. I've had this pump since (B)(6) /2023. On (B)(6) 2024 at approx 6:00pm, the pump gave an error that it had malfunctioned and said to call tandem support. After calling tandem support, they indicated the failure was due to a software issue that wouldn't allow the pump to be used or reset and that a replacement pump would need to be mailed to me, two business days later (received (B)(6) 2024). As a type 1 diabetic for over 30 years and an insulin pump user for over half of that time, I found this issue to be unacceptable. None of my prior pumps (animas or medtronic) ever failed for any reason. Software issues should not be allowed to completely shut down a pump which is required to deliver lifesaving medication 24/7.